Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an automated pd set with 4-prong cassette had a connection issue. This was described as the ¿patient found that it could not be connected to the kidney washing machine when setting up the tube group¿. The patient tried to ¿reinsert the tube group into the kidney washing machine but failed¿. This occurred during set up for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: during follow up, it was clarified that the homchoice cassette could not be loaded into the cycler. A report that the cassette would not fit into the cycler door would represent a delay in therapy as the user would have to choose a new cassette to perform peritoneal dialysis (pd) therapy or perform pd therapy using manual supplies. Additionally, in the absence of any specific damage or defect, this would not represent a breach in the sterile fluid pathway. As pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient delay or interruption in pd therapy would result in a clinically detectable or significant harm (hsha-peritoneal-dialysis). Should additional relevant information become available, a supplemental report will be submitted.